Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient for atrial fibrillation (af) with rapid ventricular response. The wavelet may also have incorrectly categorized the episodes as ventricular fibrillation (vf). The patient reported some discomfort when receiving the shock but did not mention any acute pain. It was also reported that the patient had received inappropriate anti-tachycardia pacing therapy for an episode in which atrial fibrillation (af) self-terminated and turned into supra ventricular tachycardia (svt). The physician opted not to make any programming changes and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. The analyst commented that atrial fibrillation (af) with rapid ventricular response was confirmed along with inappropriate therapy.